Manufacturer narrative:
(B)(4). The clip remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After deployment of the first clip the gripper line was able to be removed with ease for approximately 12 1/2 inches, at which time the gripper line met resistance. The gripper line was able to be removed successfully by removing it slowly; however, the clip angulation on the leaflets changed slightly. The clip was still firmly attached to the leaflets and had not moved on the leaflets. A second, planned clip, was placed very near to the first clip which successfully reduced the mr grade to 1-2. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The change in clip angulation was due to the troubleshooting maneuvers of the inability to remove the gripper line as pulling on the gripper line can cause the clip to move (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.